Event description:
Technical services received a call on 8/9/11. Caller stated patient had atrial lead impedances greater than 2000 ohms. Been occurring intermittently since may. Atrial capture is okay. Pocket manipulation done and getting 570 ohms. No noise reproduced. No symptoms reported. Will discuss with dr. (B)(6) at (B)(6). No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).